Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not attach to the pump. There was also unspecified damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during testing, the battery compartment was found to be cracked. The returned battery cap was unable to fully tighten on to the pump and was difficult to remove. The top slot of the cap was damaged. The contact height and width were found to be out of specifications. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.